Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Upon battery installation, unit alarmed critical pump error (open book image). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool reveals that pump error 35 alarm was found on 09/02/2025 19:50:35.000. During download review, pump error 53 alarm was also recorded in main error log (adapt). File ID=65535 line ID=65535. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 35 was caused by force sensor error. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies and force sensor gold traces, leading to the critical pump error (open book image) alarm. Problem isolated to electronic assembly and motor assembly. The following cosmetic damages were noted: cracked case (battery tube), scratched case, and pillowing keypad overlay. In conclusion, the unit came in with critical pump error alarm triggered by pump error 35. Pump error 53 and 35 were caused by corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.